Manufacturer narrative:
Cartridge alarm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was (203 mg/dl). The customer took a bolus. In addition, the customer reported to have experienced a low bg level of (63 mg/dl) earlier in the morning. The customer consumed food to stabilize bg level. The customer was unsure on what caused low bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. It was indicated that the customer would use manual injections as alternate insulin therapy.